Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A lot specific search of the complaints databases was not possible as the necessary product/lot code combinations were not provided. Review of provided patient x-rays finds the patella is not resting in patella-femoral trochlear groove. Please note there is no information as to what position the patient was put in for the corresponding x-ray. Anterior ledge of the femoral component to femoral interface has concave feature. Tibial component has stepped interface created between the tray and the bone. Uneven gap noted between the femoral and tibial component. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient presented with painful right knee showing wear of patella component and osteolysis in the neo-femoral condyle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.